Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing. A technical support specialist dialed into the station and checked the printer via devices and printers, and the printer was found to be offline with 24 documents pending in the queue to print. The printer driver was reinstalled, but the printer was not detected by the station and the station was rebooted, but the issue persisted. The tss has been waiting for customer response but there was no response received from customers related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that 1 es m-sicu / sn (B)(6) label printer not working, not printing anything when tried to pull out insulin for patients. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.